Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found to be in back-up mode. A download attempt was unsuc- cessful and the current drain was 140ua after the attempt. Recalibration brought the current drain down to 130ua. A device image showed that intermittent increases in the current drain and battery impedance were seen over a twelve month period.